Event description:
It was reported that during implant, a lead anomaly was observed via fluoroscopy. The lead was not implanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.